Event description:
It was reported that an ilet insulin pump developed a cracked or otherwise damaged display screen, with intermittent screen usability and device function about half of the time, and the patient was unsure how the damage occurred. Symptoms included no injury. Outcomes included no clinical impact requiring medical care and continued cgm use while awaiting replacement. Investigation included a device history record review, complaint history review, and request for return of the device for evaluation. Investigation of this case revealed physical damage to the screen consistent with a display failure that impaired usability. It was concluded that the device experienced a screen hardware malfunction attributable to physical damage, with no patient harm reported, and replacement was arranged.